Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5592, implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the implantable pulse generator (ipg) was not pacing the atrium. Lead impedance was high and a lead fracture was initially suspected. However, sensing was normal, xrays were unremarkable, and no noise was observed on the lead during patient manipulation. The lead fracture was ruled out. The device was removed and replaced. No patient complications have been reported as a result of this event.